Manufacturer narrative:
(B)(4).

Event description:
Procedure type: aaa. According to the reporter: on (B)(6), a pt has a juxtaraal aaa, and the proximale anastomose is done with a surgipro suture. On (B)(6), the pt experiences bleeding and requires a re-operation. The surgeon claimed to have seen a broken suture. After several re-operations, the pt expired. The pt died of several complications, not relating to the suture. No autopsy was performed.